Event description:
It was reported that the physician suspects the device had premature battery depletion because the device was checked six months earlier and was ok. No therapies were delivered since the follow-up and no episodes caused charging. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported battery depletion was confirmed. With a new battery attached, the device's functionality was tested on the automated test system. No anomalies were detected. The device met all specifications. The device was placed in a temperature and humidity cycle for a week. Power consumption was normal. The original battery was returned to the vendor for destructive analysis. Analysis found an internal short within the battery. It is believed that the root cause of the battery depletion was due to the internal short.